Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. It was reported that the ins was permanently off. The ins would not hold a charge and had not been charged for quite a while as of (B)(6) 2017. Additional information received from a healthcare provider (hcp). It was reported that the patient was electing to not use the ins and it was overdischarged. No further complications were reported.